Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified shunt in the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.